Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a complicated post operative period and expired from multisystem organ failure due to sepsis on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported sepsis, multi organ failure, and patient outcome, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not conclusively be determined through this evaluation. It was reported that the patient expired on (B)(6) 2020, from multi-organ failure and sepsis post operation. The patient outcome was not device related. No autopsy was performed. No product will be returned. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6) 2020, under order (B)(4). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists sepsis, death and multiple types of organ failure and dysfunction (hepatic dysfunction, renal dysfunction, respiratory failure, right heart failure, and heart failure) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.